Event description:
The device was used during a radial cystectomy with ileal loop. Reportedly, the device locked on tissue. Another device was used to finish the procedure. Bleeding occurred and the pt required a transfusion of 4 pints of blood.